Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed if additional information is received.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 2. The patient's largest prescribed fill volume (lpfv) was 3000 ml and the drain volume was 4858 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This issue was confirmed through review of the event history log and the cause was determined to be insufficient drain; one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet specifications for the reported issue. This issue is being investigated through a CAPA.